Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The insulin pump passed the delivery accuracy test. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on the week of (B)(6) 2017 with blood glucose of 73 mg/dl at the time of the incident. The customer was at 168 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering insulin. The customer stated that even when they eat, their levels still drop. Customer has been having lows for about a week. The insulin pump was returned for analysis.